Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zkb00 25.0 diopter, was performed because the surgeon implanted the wrong power. Information provided event was attributed to a use error. An incision enlargement was conducted and the same model lens but a 23.0 diopter was used as a replacement. No patient injuries were reported. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 05/03/2016. Device returned to manufacturer: yes. Investigation results: the intraocular lens (iol) was returned to the manufacturer. Visual inspection was performed and the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.